Event description:
It was reported by service report that the lift motor on the bed would not raise. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: potentiometer cable.